Manufacturer narrative:
Additional information : only three (3) samples were received for evaluation. The other 12 samples were not received and therefore, could not be evaluated. A visual inspection of the samples with the naked eye noted surface marks on the effluent line tubing caused by grippers during a stage in production; however, the surface marks are not considered to be a defect and an acceptable condition. Evaluation of the three (3) samples revealed the products met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of the event: the issue occurred over the "last two weeks". The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) low recirculation volume homechoice sets with cassette had ¿deep cuts on the lines¿. These events were discovered before use. There was no noticeable damage to the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.